Event description:
This was an isolated incident attributed to an error in use of the device. One (1) set screw (p/n ps 5-4001, lot 10672-01) used to set the rod in place in the pedicle screw sys was stripped and cross threaded during use. This occurred because the surgeon did not use anti-torque sleeve as recommended in the surgical technique, and thus, the head splayed. The set screw was disposed of and replaced with a new set screw within the construct being implanted. The surgery was not delayed and the surgeon reported no adverse event. Royal oak med devices reviewed the device history record for p/n ps 5-4001, lot 10672-01 and determined that there was no evidence within the file to indicate that the part would cause the device to fail.